Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse medications. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected d4: unique identifier (UDI) #, (B)(4). H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of device not infusing medications. The device was tested for flow accuracy and found to deliver as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.